Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2009. It was reported that the ipg was relocated on (B)(6) 2011 from the pt's left buttock to his left lateral abdomen for purposes of comfort and facilitating recharge.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.